Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a data sync requirement message was observed, and users were unable to authenticate during login. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-mar-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of in this incident, a technical support specialist attempted to reach the customer but received no response. The technical support specialist closed the case.